Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to high out of range pacing lead impedance measurements and high capture thresholds. The lead was found to be gradually rising in impedances. The ra lead was replaced, and the patient also received a new left ventricular (lv) lead as an upgrade. This ra lead has not been received for investigation. No additional adverse patient effects were reported.